Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reported that the system controller got hot to the point of burning him. The patient was instructed not to cover it tightly with bedclothes or to lie on it, but the patient stated that it heated up by just wearing it. The system controller was exchanged. The vad coordinator advised that the patient was not injured and is currently doing fine on the new system controller.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported incident of the system controller becoming hot to the touch was unable to be confirmed during the evaluation of the returned system controller. The log file contained 240 events over approximately 15 days from (B)(6) 2015 to (B)(6) 2015, according to the timestamp. The system controller operated the system at the appropriate voltage and speed without issue throughout the log file. On the event date, (B)(6) 2015, the highest power usage observed was 6.4 watts, which is a typical value. The highest power usage seen in the entire log file was 6.5 watts. The temperature of the system controller was monitored on the two warmest parts of the controller, the lcd display and the backup battery cover, while it ran a pump and charged its backup battery. The maximum temperature recorded was 30.9°c (~ 87.6°f), which is within device specifications. The system controller becoming hot to the touch was not able to be reproduced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 45 days (calculated from the date the system controller was issued to the patient). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.